Event description:
It was reported that during a routine follow up it was observed that the right atrial (ra) lead threshold was unmeasurable in both unipolar and bipolar. Also there was no p-wave sensing was observed on the intracardiac electrogram and when the sensitivity was changed there was still undersensing observed. A chest x-ray was taken and the tip of the lead seemed to be slightly dislodged, but the physician commented that there was a possibility that it resulted from the patients breathing. The mode was reprogrammed to inactivate the ra lead which remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed undersensing; daily atrial pacing percentage went from 50-70% to 100% over the week of (B)(4) 2013 and no atrialmeasurements were seen in the atrial capture management trend data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (B)(6) 2013; 407452 implantable pacing lead (B)(6) 2013. (B)(4).